Event description:
As reported to coloplast though not verified, patient implanted with restorelle y mesh on (B)(6) 2011. On (B)(6) 2011 patient had mesh removed due mesh eroded into the vagina.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.